Event description:
Information received indicates the bed has no power to the bed controls.

Manufacturer narrative:
The technician found the weigh frame pc board was damaged. The technician replaced the weigh frame pc board, the cover and base plate to repair the bed.